Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the stent shortened during post dilation. The target lesion was located in the subclavian vein. A wallstent was advanced and deployed in the subclavian vein. After the stent was post dilated, it appeared to have dramatically foreshortened. Another wallstent was advanced and deployed at the target lesion with good results. The procedure was continued. No further patient complications were reported and the patient's status is listed as fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).